Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Primary implants removed due to infection. Antibiotic spacers used to treat infection. (Left hip)

Event description:
Primary implants removed due to infection. Antibiotic spacers used to treat infection. (Left hip).

Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code: mha42x; cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mhhlvd; cat. No.: 2030-6535-1, 6.5 cancellous bone screw 35mm, lot code: mhj6m7; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mhj8t0; cat. No.: 6051-0730s, secur-fit max 132 hip stem #7, lot code: mer6rp; cat. No.: 18-36-3, delta c-taper head 36mm -2.5, lot code: 29176801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.